Manufacturer narrative:
Approximate age of device ¿ 1 year and 4 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a pump stoppage event occurred while utilizing a mobile power unit. The patient was provided an ungrounded cable. Technical services reviewed the submitted log files, and a pump stoppage was confirmed. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. After the replacement the patient was placed back on a normal patient cable and no additional alarms were reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported pump stop event captured in the submitted log file. A distal end driveline replacement was performed on (B)(6) 2018 and approximately 18¿ of the external portion/distal end of the driveline was returned for evaluation. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket and clear bionate layers appeared unremarkable. Shield breakdown was observed adjacent to the metal connector. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. No further information was provided. The manufacturer is closing the file on this event.